Manufacturer narrative:
Continuation of d10: product type lead section d information references the main component of the system. Other relevant device(s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient regarding an external neurostimulator. The reason for call was patient reported they started the trial last monday and when they went in to get potentially taken out today, the leads had dropped a lot. Patient stated their representative (rep) programmed it this morning for it to go a couple more days longer and now their back was burning and they couldn't connect to the stimulator to turn it off. Patient reported when they go to the app, they click connect and it just does the connecting for a while and then it just stated not found. Patient tried restarting the handset, but did not resolve. Patient stated they didn't see a light on the wens but wasn't sure. Agent redirected to their healthcare provider/local reps to further address the issue.